Manufacturer narrative:
Result: discrepant headwall interface cable hindered nurse call and bed exit functions.

Event description:
It was reported by service report that the headwall interface cable was not working, resulting in no nurse call, and no bed exit. No pt involvement or adverse consequences were reported.